Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent was noted to be dislodged when the stent delivery system (sds) was being positioned at the lesion. The stent was not seen in the patient on fluoro. The physician did not see the dislodged stent in the patient and feels that the stent dislodged prior to use and remained in the packaging; however, the package had already been discarded at this point, so the stent implant was not found. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the sds was returned with blood on the balloon, on the distal shaft and in the guide wire lumen. There was contrast in the inflation lumen. The stent implant was dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were two kinks in the hypotube, 21.5 cm and 60.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performed engineering reviewed the incident info and analysis of the returned product, which was consistent with preparation and the sds advanced over a guide wire into the pt's anatomy. The stent was dislodged from the balloon and not returned, confirming the reported stent dislodgement. Crimp marks were visible on the tightly folded balloon between the marker, suggesting that the stent was originally positioned correctly and securely at the time of MFR. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. Return of the stent may have aided the eval and determination of cause. It is unk when exactly the stent dislodged from the balloon; however, it is believed by the account that the stent dislodged prior to use. It is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgement, however, this cannot be confirmed. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgement. Analysis noted two kinks in the hypotube. Since this damage was not reported in the incident info, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement; however, a conclusive cause could not be determined. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot and all lot release testing met MFR criteria. This MDR is considered closed by the product performance group.